Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be conclusively identified. Based on the results of the investigation, the most probable cause is due to component failure from mechanical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chipped adhesive around the objective lens at the distal end. There was no patient involvement.